Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Upon further follow up with the customer the following information was provided; there were no abnormalities in the accessories used for reprocessing, there was no delay to the start of pre-cleaning or manual cleaning, the user aspirated water/detergent during pre-cleaning, the user brushed the channel/port/suction cylinder, and the user wiped/brushed the surface during both pre-cleaning and manual cleaning. Based on the results of the investigation, the root cause could not be determined. Although it was confirmed that brown foreign material was adhered to the biopsy channel, light guide lens, and insertion tube, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no reported damage to the areas where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera lll colonovideoscope was sent in for annual inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the channel tube, light guide lenses and connecting tube issues due to insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and during the inspection, it was found that a foreign material was in the channel tube, the connecting tube, and light guide lenses due to insufficient cleaning. Additional evaluation findings were as follows: the light guide lens adhesive was shaved; and the bending section cover adhesive was cracked. It is most likely that the reported issue was due to insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.